Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired and clips were coming out sideways. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
Investigation of the event determined the sample matrix of the proficiency samples might be closer to a control matrix than a native sample matrix therefore differences between the elecsys 2010 and cobas e601 assays might be higher for these samples than for human samples. The user stated they are now aware there is a difference between the ranges for the elecsys 2010 and cobas e601 assays on both the peer group data and their established ranges. Preventive maintenance was performed after this incident and no issues with the analyzers were detected. The user refused to perform any additional comparison studies and believed the issue to be resolved.

Event description:
The user ran proficiency samples on the elecsys 2010 and cobas e601 for comparison. Of the data provided, the troponin t results for two samples and the ckmb results for two samples were discrepant. Sample 1 troponin t results from the elecsys 2010 were 1.31 and 1.09 ng/ml, the results from the cobas e601 were 1.58 and 1.70 ng/ml. Sample 2 troponin t results from the elecsys 2010 were 0.301 and 0.261 ng/ml, the results from the cobas e601 were 0.428 and 0.438 ng/ml. Sample 1 ckmb results from the elecsys 2010 were 1.12 and 1.14 ng/ml, the results from the cobas e601 were 1.67 and 1.95 ng/ml. Sample 2 ckmb results from the elecsys 2010 were 1.14 and 1.10 ng/ml, the results from the cobas e601 were 1.37 and 1.35 ng/ml. No patient sample results were affected by the observed discrepancy between the e601 and elecsys 2010. The troponin t reagent lot number was 15591702 and the ckmb reagent lot number was 15515001.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.